Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-32746. Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6005323 in question was manufactured at the reynosa site. The reference samples for the lot 6005323 have already been previously tested for visual inspection and tested for flow in the database (B)(4) on 29/may/2025. All test results were found within specifications as per the test report database (B)(4) test report.pdf attached in this record. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 3 on reference samples, 10/10 samples passed the test. Device history record (DHR) review: the lot 6005323 was manufactured according to the wi version 110 on the packing process in the line 7, on 05/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 13/aug/2025 against malfunction code soft cannula dislodged from tissue during use and lot 6005323 and no other complaints have been registered in database for the same lot 6005323 and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to soft cannula issues, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4) event occurred in the united states it was reported that 20 infusion sets cannula was not staying in place within 4 hours of insertion. Event occurred from (B)(6)2024 to current date. The insertion site was abdomen. High blood glucose level was displayed high and treated by correction injection via mdi. Ketone level was dangerous and life threatening. No further information was available

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2 since quantity was mentioned as twenty. Hence, quantity has been updated to 2.